Manufacturer narrative:
(B)(4). Batch # p57v9v. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: the first picture shows a qr monitor, in the monitor an anvil stuck on tissue can be appreciated, some staples can be seen on the tissue, with no malformed staples present. The second picture shows one partially formed staple can be seen over on the guide face of the device. Based on the photos provided, the event describe is confirmed. This condition can be due to the orange indicator not being fully within the green range of the gap setting scale or to an incomplete firing.

Event description:
It was reported that during the laparoscopic low rectal cancer resection, when severing the rectum, could not fire, without audible feedback and breakaway washer was not cut through. The staples malformed. The patient lost blood, suture was used to sew the wound. The patient is stable and in the hospital now. The patient¿s length of hospital stay is standard for this procedure and is not extended. There were no patient consequences reported.